Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: an open incision hernia repair was performed where the mesh was placed between the peritoneum and the fascia. The wound was closed with prolene sutures and 4 fixation points were applied. The appearance of the mesh was normal. Two days post op the doctor found irritated skin described as cellulitis on the patients skin around the umbilicus during his post operative evaluation. He prescribed antibiotics to help prevent any infection. This patient received IV antibiotics. There was no injury as a result of the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The cellulitis was located on the patients skin around the umbilicus.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.